Event description:
The device was explanted due to a weeping infection around the implantable pulse generator (ipg). All devices were removed without complications. The patient had a staph infection. Although requested, it is unknown if the patient was prescribed an antibiotic. According to the implanting doctor, the issue was attributed to the surgical procedure and not associated with the device. No patient harm or injury was reported.

Manufacturer narrative:
(B)(4). Other devices explanted: model: 8145 description: reactiv8 implantable stimulation leads serial numbers: (B)(6). UDI#s: (B)(4). The ipg and leads were returned for analysis. There was no allegation of any issue with the ipg's functionality. Visual inspection observed no damage or anomalies with the received ipg. The ipg passed functional testing and performs properly. There was no allegation against the functionality of the leads. Visual inspection observed no damage or anomalies with the received leads. Both leads passed functional testing and performed properly. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml # c-01970. Other devices explanted: model: 8145 description: reactive implantable stimulation leads serial numbers: (B)(6). UDI # s: (B)(4).

Event description:
The device was explanted due to a weeping infection around the implantable pulse generator (ipg). All devices were removed without complications. The patient had a staph infection. Although requested, it is unknown if the patient was prescribed an antibiotic. According to the implanting doctor, the issue was attributed to the surgical procedure and not associated with the device. No patient harm or injury was reported.